Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Per tech services, the issue was not caused by a failure of the ampere but the temp guard condition. This is a safety feature of the device. UDI information (d4) and 510k (g3) are not provided within this report as this product (model h700489) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During device preparation for a supraventricular tachycardia (svt) ablation procedure, energy was not delivered and the procedure was cancelled. When the ablation catheter was connected to the generator, the power did not reach the expected setting (50 w due to temperature limit (50-degree celsius). The catheter and extension cable were exchanged which did not resolve the issue and the procedure was cancelled with no consequences to the patient. No additional information available of issue. Per tech services, the issue was not caused by a failure of the ampere but the temp guard condition. This is a safety feature of the device.